Event description:
It was reported that during a hemorrhoidectomy case, a steady tone occurred. The generator, handpiece, and instrument were replaced. The steady tones still occurred. The case was completed with suture. No patient consequence.

Manufacturer narrative:
D4, h4 device b batch=y93z26 / exp date = 3/2010/mfg date = 4/2005. Evaluation summary: the analysis results found that the devices were returned with the blades scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."